Event description:
The ge oec 9800 fluoroscopy system experienced cold boot issues, where the system would perform a complete boot sequence on the initial start-up of the day. Otherwise, the system operated without issue.

Manufacturer narrative:
A ge oec service representative investigated this issue and found a defective single board computer. The sbc was removed and replaced to provide resolution to this issue. The system was subsequently booted several times and was found to be functioning as intended. The system was released to the customer functioning as intended. This issue occurred during the initial start of the day and did not repeat. There was no effect to patient care and no delays in treatment resulted or were reported. The facility did not provide any patient information with respect to this issue.